Event description:
Revision was performed on (b)(6) 2026 approximately 366 days after the primary surgery which happened on (b)(6) 2025. No fall or other trauma was reported. Based on the information available, only HUMELOCK REVERSED CENTERED GLENOSPHERE W/ SCREW CoCr/TA6V 10° TILT Ø40mm and HUMERAL CUP STABILITY PE/TA6V Ø40/+6 due to instability. FX V135® HUMELOCK STEM TA6V Ø40/12 L. 120MM CEMENTLESS Ti/HA was not replaced.

Manufacturer narrative:
Revision occurred approximately 366 days after the primary surgery due to instability. No actual, implied or suspect link to FX product.